Event description:
It was reported that after successful insertion at time of withdraw the needle detached and remained in catheter hub with bd angiocath¿ IV catheter. The following information was provided by the initial reporter: it was reported that catheter was inserted to patient and vessel was accessed smoothly with one attempt. At the time to withdraw the introducer needle, it was found detached from the grip of the catheter and retained inside the catheter hub and tubing. The introducer needle was taken out manually by hand. The integrity was checked and no defect noted.

Manufacturer narrative:
H.6. Investigation summary: according to visual analysis of the sample, there is a small amount of glue in the device. Based on the investigations, the incident in question may have been caused by a station failure applying glue to the needle hub. This failure may have been followed by a coincident intermittent failure at the station verifying the cannula fixation force in the hub in 100% of the parts (tensile test station) according to the maintenance order. An adjustment in the traction station of chassis #2 where there was the exchange of traction pins, according to a maintenance order performed on december 2017. A corrective action project (CAPA (B)(4)) has been initiated to investigate the issue. A review of the device history record revealed no irregularities during the manufacture of the reported lot. H3 other text: see section h.10.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after successful insertion at time of withdraw the needle detached and remained in catheter hub with bd angiocath¿ IV catheter. The following information was provided by the initial reporter: it was reported that catheter was inserted to patient and vessel was accessed smoothly with one attempt. At the time to withdraw the introducer needle, it was found detached from the grip of the catheter and retained inside the catheter hub and tubing. The introducer needle was taken out manually by hand. The integrity was checked and no defect noted.